Event description:
It was reported that during a transcatheter procedure involving the vlv evolutfx-26, there was a valve dislodgement before the access site was closed. The dislodgement was attributed to patient anatomy, including a hypertrophic ventricle and axillary access. The implant depth on the non-coronary cusp changed from 3 to -5, and on the left coronary cusp from 4 to -5 after the dislodgement. As a result, the product was changed out and a 29 mm valve was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-26}; product lot/serial number (B)(6); product type: {0195-heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the starting deployment was at the bottom third of the pigtail. The valve dislodged aortic during the implant and a confida guidewire was used during the procedure. The valve was recaptured and removed from the patient.